Manufacturer narrative:
¿After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add patient code "complication of pregnancy", to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced migraines, severe left and right breast pain, miscarriages, shoulder pain, teeth problem, burning of the eyes, weight gain, dry scalp, skin cancer, diagnosed with fibromyalgia, costochondritis in 2009 ulcers, extreme fatigue, food sensitivities post procedure. Patient diagnosed with an autoimmune disease on (B)(6) 2020, and got second opinion, both did verbal and physical assessments. Patient was also diagnosed with candida by the born clinic in past 7 years. As a result patient removed both implants on (B)(6) 2020. His report relate to right prosthesis.